Event description:
The catheter was inserted into the left median vein. The pt pulled the catheter out and it broke.

Manufacturer narrative:
The sample was received on 16 july 2007 and sent for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 20 july 2007.